Event description:
It was reported that during a biliary stone retrieval procedure, the balloon failed to inflate. The target stone was in the common bile duct (cdb). An extractor xl 15mm balloon had been advanced through an unspecified type of scope, over a jagwire guide wire, to the target lesion. The device was not "checked" prior to use. The balloon failed to inflate. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".